Event description:
Reportedly, the subject device was found in standby mode on (B)(4) 2014. The patient complained about high frequency symptoms, probably due to the standby mode pacing. The device was then re-initialized and no abnormal behavior was observed. It should be noted that the patient was cooking at home at lunch time. An analysis was required to identify the root cause of the switch in standby mode.

Manufacturer narrative:
(B)(4).